Event description:
An alcon phacofragmentation metal tip was broken inside the patient's eye during cataract surgery but it was inside a rubber sleeve, so all parts were removed. The tip was replaced and surgery was completed. The procedure is done under microscope so the surgeon took extra time at the end of the case to make sure everything was removed and there were no metal shears (which seems unlikely due to the sleeve keeping everything together). No x-ray taken because the piece is so small ¿ the microscope visual is better. Later evaluation shows the center lumen of the tip was off center, making the wall thicker on one side and near zero on the other side. Several small holes can be seen on the thin side.